Event description:
During the replacement of a st. Jude victory xl on a dependent patient, device lost its output while using plasma blade electrocautery. This device was programmed to an asynchronous mode (doo), prior to the procedure. Patient was immediately rescued through external pacing and received a new pacemaker manufactured by medtrone. Is the product compounded: no. Is the product over-the-counter: no.